Manufacturer narrative:
The reported events were intermittent capture and extra cardiac stimulation. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, intermittent loss of capture and phrenic nerve stimulation were noted from the left ventricular (lv) lead. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction to add high capture threshold to b5.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, high capture threshold leading to intermittent loss of capture and phrenic nerve stimulation were noted from the left ventricular (lv) lead. The lead was explanted and replaced. The patient condition was stable.